Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier jaws on the medium-large clip applier would not open after clipping vessel. Customer used the emergency release key. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The complaint regarding the clip applier jaws would not open and needed to use the emergency release key, was confirmed by failure analysis.